Manufacturer narrative:
In follow up communication with the customer, it was reported that the plastic sleeve found on the device was suspected to be a wireguided balloon dilation sleeve. According to customer, how it got loose is unknown. It was also stated that during previous periodic maintenance this scope did pass through the mechanical process without any problems. Additionally, communication with the customer, timeline of the event was provided and as noted below : netherlands time: 14-04 cre dilation performed. 19-04 polyp removed with loop coagulation (without experiencing any discomfort from the sleeve). 20-04 noticed the sleeve during a gastroscopy where we did not go through the scope to take biopsies. Timeline for source of foreign part: "customer says this et product was used as of (B)(6). (Procedure a) and they used this scope with sleeve for another procedure as of (B)(6). And they find the sleeve on (B)(6). According to the feedback from the hospital, no patients or users were harmed or infected after using this instrument. The device (scope) was received at olympus sbc site .customer did not return the sleeve as they wanted to send the sleeve to the supplier of the product. Preliminary evaluation , service repair noted the complaint assessment, based on the phenomenon analysis, is that they could not find any parts from the black tube inside the instrument channels . Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that at the beginning of a gastroscopy procedure, resistance was felt when inserting an instrument into the biopsy channel. There was no patient injury and the procedure finished normally without delay or other issues. According to the reporter, during brushing (cleaning) of the instrument a plastic sleeve slightly out of the opening was found on the device. The device was then brought to the csd (clean sanitize disinfection) medical technology department as it was suspected that something might be wrong internally. Medical technology managed to remove the sleeve. The sleeve looks like a straw and has a length of about 15 cm. There was no patient infection , harm or injury associated on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: the user inserted or withdrew the endo therapy accessory forcibly, and the accessory was broken. A definitive root cause cannot be identified. This issue is covered in the instructions for use: inspection of the instrument channel. Users can reduce/prevent occurrence of the suggested event in accordance with the following IFU. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage. For more information on combining the endoscope with particular endotherapy accessories, refer to combination equipment on page 119 and the instruction manuals for the accessories. Also, refer to their respective instruction manuals for operating the accessories. Olympus will continue to monitor the field performance of this device.